Manufacturer narrative:
As reported, the patient underwent placement of trapease inferior vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter partially collapsed and tilted off the caval axis. The filling defects present along the right lateral wall of the inferior vena cava (ivc) remain and the filter is clotted. Multiple unsuccessful attempts to retrieve the filter were made due to embedment and the filter cannot be retrieved. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Incomplete expansion is a known potential product malfunction associated with the ivc filters and can be related to the anatomy of the ivc vessel and target site structures. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter partially collapsed and tilted off the caval axis. The filling defects present along the right lateral wall of the inferior vena cava (ivc) remain and the filter is clotted. Multiple unsuccessful attempts to retrieve the filter were made due to embedment and the filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of pulmonary embolism and deep vein thrombosis. The filter was deployed at the level of l2 just below the renal veins. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter partially collapsed and tilted off the caval axis. The filling defects present along the right lateral wall of the inferior vena cava (ivc) remain and the filter is clotted. Multiple unsuccessful attempts to retrieve the filter were made due to embedment and the filter cannot be retrieved. Per in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, filter embedded in the wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved, and filter partially collapsed. An unsuccessful removal attempt was performed approximately two months post implantation. The patient also reports leg swelling, taking medication for the pain, fear and difficulty breathing. During the implant removal attempt, it was confirmed that the filter is partially collapsed and tilted off the caval axis. Due to the caval clots present, the filter was deemed not safe for retrieval. The retrieval attempt was performed but had to be terminated because the patient expressed discomfort during the operation. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Incomplete expansion of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts when the device is deployed. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs with pain is a known potential event associated to the use of the ivc filters and maybe related to occlusion of the ivc. Anxiety and difficulty breathing do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately two months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, filter embedded in the wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved, and filter partially collapsed. An unsuccessful removal attempt was performed approximately two months post implantation. The patient is fearful for future complications from the filter. The patient also reports leg swelling, taking medication for the pain, and difficulty breathing. The following additional information received per the medical records stat that the patient has a history of pulmonary embolism and deep vein thrombosis. During the implant procedure, the right internal jugular vein was accessed and a 6 french sheath was inserted. The filter was deployed at the level of l2 just below the renal veins. During the implant removal attempt, it was confirmed that the filter is partially collapsed and tilted off the caval axis. Due to the caval clots present, the filter was deemed not safe for retrieval. The retrieval attempt was performed but had to be terminated because the patient expressed discomfort during the operation.